Event description:
Olympus was informed that the pt reportedly collapsed during recovery following an endoscopic mucosal resection (emr) procedure and required add'l medical procedure.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding this report. The user facility reported that the small mucosal "defect" was noted at the proximal end of the area of the tissue resection in which the users reportedly placed two boston scientific resolution clips. During the placement of the clips, the vessel began to bleed at the gastroesophageal junction of which the users attempted to place a third clip, which was reportedly unsuccessful. The subject device was said to have used to cauterize the vessel and reportedly resolved the bleeding and the procedure was completed. The pt reportedly remained in recovery for monitoring. The pt reportedly advised the nurse that he felt fine and felt ready to go, and attempted to get up and subsequently collapsed. A repeat upper endoscopy was not performed successfully. The users reportedly could not identify the source of the bleeding due to the large amount of the blood. The pt was reportedly sent to interventional radiology. The vessel was reportedly embolized and the pt was said to have been in a step down intensive care unit. The device referenced in this report was not returned to olympus for eval. The cause of the reported phenomena could not be conclusively determined. This is one of two reports, please reference 8010047-2011-00219. This report is being submitted as a medical device report in an abundance of caution.